Event description:
The jetstream g3 was advanced to treat a moderately calcified 5 cm lesion located in the mid popliteal. A slight dissection, non-flow limiting, was noted post jetstream treatment using the maximum diameter mode and treated with a balloon with a successful outcome. No issues with the pt.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for eval.